Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod failed to activate, stating that ¿the light didn¿t come on¿ during attempted activation. It was further noted that the patient felt the sensation associated with needle insertion, but the pod failed to activate correctly and could not be worn. The patient was unable to recall the status of the pink slide or cannula upon pod removal. The information provided indicates a potential needle mechanism failure. Blood glucose levels were reported at 400 mg/dl at the time of the event. There was no medical intervention reported in relation to this event.